Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment for the event of peritonitis was not reported. It was not reported if the patient was recovering or recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.